Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer did not know cause of event; however, thought it may have been related to the infusion set. Customer changed out the pump supplies. Customer declined tandem technical support's offer to troubleshoot.